Manufacturer narrative:
The returned driver was evaluated. The complaint is confirmed for the failure of tip deformation, which is different from the reported failure of worn. Visual inspection revealed the hex edges have rounded over and the device shows general signs of wear. The cause cannot be determined since the torque limiting handle that was used with the driver was not returned for evaluation. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Reference reports 3012447612-2019-00337 and 3012447612-2019-00338.

Event description:
It was reported that the hexalobe of the two closure tops stripped during surgery while being final tightened. They were both removed and replaced with alternative blockers to complete the procedure without reported patient impacts. The driver was also reported to be worn. However, device evaluation by a zimmer biomet personnel found the tip to be deformed. This is report three of three for this event.